Event description:
The customer reported that the up/down optical head movement stuck towards the bottom and top. There were three spots in the images. The working distance dots showed in some pictures. The customer was also running out of space on the hard drive. No information was provided regarding what image types (color, red-free, fluorescein angiography) were affected. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the tech may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The equipment was repaired. Two baffle driving units were replaced, as some of the gear teeth had worn out. The service rep cleaned and inspected all optics. He replaced the old hard drives with two 2 tb drives, and transferred all data to the new drives. He verified that the camera and new drives were in good working order. (B)(4).